Event description:
It was ruptured to tyco healthcare in 2004 that a customer had a problem with foley catheter. The customer stated about eight weeks earlier, pt ambulating in hall, foley catheter 20 fr with 30ml balloon to gravity bag with suture intact-fell out. Pt returned to bed. Balloon found deflated. Doctor inserted new foley catheter. Doctor checked old foley for balloon patency. Balloon found to leak nacl at proximal balloon edge-closet to pt.